Event description:
It was reported that the pt underwent a total knee arthroplasty procedure utilizing zimmer pt specific instruments guides on (B) (6) 2010. Difficulty with the positioning of the guides required the surgeon to switch to traditional instrumentation. This resulted in a delay of 1.5 h. Event is being reported as a delay in the procedure was indicated; no product non-conformances were identified.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. This reportable event was identified on (B)(6) 2011 as part of a retrospective review in reply to (B)(6).